Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2018 a patient (pt) from (B)(6) who wore 1-day acuvue moist contact lenses (cls) called to report a foreign body sensation upon inserting the contact lenses. On 19mar2018, the ecp called to report the following information: causal relationship with cl: ¿yes; there was opacity in pt¿s eye, which was assumed to be caused by staining repeatedly developed, not by the staining this time; whichever cl she may wear in the future, pt¿s eye will get staining.¿ outcome: subsided; infection: not infected; influence on visual acuity: not affected. Date of visits: (B)(6) 2018, and (B)(6) 2018. Prescriptions: on (B)(6) 2018: purified sodium hyaluronate eye drops 4-6 times a day for ou; levofloxacin eye drops 1.5% qid for os. On (B)(6) 2018: continuing applying the eye drops prescribed on (B)(6) 2018. On (B)(6) 2018: purified sodium hyaluronate eye drops 4-6 times a day. The pt was instructed to discontinue cl wear from (B)(6) 2018 until (B)(6) 2018. On (B)(6) 2018, the ecp advised the pt he/she could return to cl wear. The last clinic visit was on (B)(6) 2018 and the pt was not instructed to return. On 28mar2018, the ecp office was contacted and they provided the following additional information: there was no ¿opacity¿ written on the patient¿s medical record. If ¿opacity¿ was mentioned through the ecp¿s comment with ¿repeatedly developed staining,¿ it must have been meant to be in ou of the patient. The location of the opacity was not provided. Further information was not available from the pt¿s treating ecp. No additional information has been received. No additional information is expected. It is unknown which eye was associated with this event of opacity. The suspect product is not available for return, as it was discarded. No product or lot information was available. No analysis could be conducted. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.